Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's implantable cardiac monitor (icm) had completely eroded out from its pocket. An infection was suspected, and antibiotics were administered. The device was replaced with a new icm on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.